Event description:
It was reported that the external pulse generator (epg) displayed a self-test error message when powered on. The battery was replaced, the epg was powered on, and the error was seen again. Of note, the epg was powered on "several more times" and the error never reappeared. The caller will place the epg back into service and call technical services again if there are future issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).